Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
See MDR #2242445-2012-00011 for the first event involving the same pt. It has been reported that the event occurred in the angio department during pretest. The md opened the replacement kit and during pretest the balloon again could not inflate properly due to a leak. As a result, the kit was not used. Another replacement was opened and used successfully. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy while retrieving a new kit with no cause harm to the pt. The pt outcome is no harm to the pt.